Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs. The catalog number and lot code were not provided. The device was reported as an unknown accolade hip. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report. Device not returned.

Event description:
As per legal correspondence, patient sought legal counsel regarding injuries he sustained as the result of the implantation of a stryker accolade hip replacement.